Manufacturer narrative:
Adverse event, date of event, implant date: dates estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report #. Literature attachment. Article title¿ final 3-year outcomes of mistent biodegradable polymer crystalline sirolimus-eluting stent versus xience permanent polymer everolimus- eluting stent". (B)(4).

Event description:
It was reported through a research article that xience v stents may have contributed to adverse patient effects such as death, myocardial infarction, target vessel revascularization, stent thrombosis and hospitalization. Specific patient information is documented as unknown. Details can be found in the attached article named "final 3-year outcomes of mistent biodegradable polymer crystalline sirolimus-eluting stent versus xience permanent polymer everolimus- eluting stent".